Manufacturer narrative:
The complaint company iii (d) cartridge was not returned. Three unopened samples were returned loose for lot 32767074. One sample was pulled randomly for evaluation. The company iii (d) cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. No foreign was observed. The company iii (d) cartridge was cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results. A video was provided. The cartridge preparation and lens loading were not shown. The lens was quickly advanced into the eye. As the lens unfolds and is positioned a linear strip of material is observed on the posterior surface of the lens. The material was not removed. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. The indicated lens model/diopter are qualified for use with the company iii (d) cartridge. A non-qualified viscoelastic was indicated. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Functional testing was conducted with one of the three returned unopened samples for the reported lot number. No damage or foreign material was observed. Dye stain testing was conducted with acceptable results. A non-qualified viscoelastic was indicated. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been six other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), upon implant there appeared to be either a linear scratch on the lens or foreign material. The lens remains implanted and there is no reported patient impact. Additional information was requested.